Event description:
History of 3rd degree av block with placement of pacemaker in 1992. Doing well until 12/96 began to have episodes of dizziness with near syncope. W/up in nsrh with no causation found. 2 wks pta developed some pedal edema and exertional shortness of breath with persistent dizziness and near syncope. Admitted to nsrh on 2/6/97. Inchf with evidence of pacemaker malfunction on EKG. Transferred to anmc 2/10/97 for pacemaker evaluation. EKG 2/10 shows intermittent failure to pace the ventricle. Unclear from tracings if atrial lead is also failing. During operation confirmed both leads insulation failure. Both replaced. Elective replacement of pulse generator.